Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -10.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. The lens was removed on (B)(6) 2019 due to low vault and suspensory ligament being very loose. Cause of the event is reported as patient's suspensory ligament being very loose. Reportedly, "the patient's suspensory ligament is very loose, so she decided to remove the lens."